Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive failed battery test alarms. Customer's blood glucose was unknown. Customer reported that battery compartment threading was broken and reported that insulin pump had been dropped many times. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected failed battery test alarm noted. Pump was received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube and broken off battery tube threads. However, the test battery cap fit properly with battery tube threads.